Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were feeling pain in their legs and feet. They were wondering if this was a normal side effect. This was a gradual change in symptoms. She was taking some antibiotics for a vaginal infection and a throat infection. This pain was noticed after they started taking this medication. There were no actions/interventions/troubleshooting/diagnostics done prior to the ca ll. The patient was walked through how to adjust stimulation from program 1 at 0.2 volts to program 2 at 0.2 volts. They felt stimulation in the vaginal area now. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.